Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that upon opening the packaging of the 3.0x33mm xience pros stent delivery system (sds), the stent was missing. Therefore, another unspecified stent was used to continue the procedure. There was no patient involvement and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported complaint could not be determined. Missing components may be attributed to several factors including, but not limited to, manufacturing/packaging of the device, transport of the device, handling at the account, inadvertent mishandling during unpackaging, preparation or during the procedure. In this case, a conclusive cause for the reported complaint could not be determined since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.